Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 28 mmol/l at the time of incident and other blood glucose was 17.2 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer reports insulin exited at the quick release. The customer also received insulin flow blocked alarm. The device will not be returned for analysis.